Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart rate was observed on electrogram in the range of 20 to 30 bpm, even though the programmed lower rate of the implantable cardioverter defibrillator (ICD) device was 70 bpm. The device remains in use. No patient complications have been reported as a result of this event.